Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of an nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of nasal jejunal tube (nj) tube. After an unspecified amount of time, the nj-tube pressed the stomach and the patient developed a gastric ulcer. Because of the ulcer, the doctor could not implant a peg tube. The peg tube insertion was postponed until the gastric ulcer healed.

Event description:
The patient was treated with oral vonopraza fumarate, 20mg, started on (B)(6) 2019 and ended (B)(6) 2019.

Manufacturer narrative:
Reference record (B)(4).